Event description:
Pt underwent an open reduction internal fixation of a right hip fracture. A hemavac drain was placed. The ist day post-op, the drain was pulled out by the surgeon and apparently the drain snapped and one part of the drain remained within the confines of the right thigh. The pt was taken back to surgery and underwent open removal of foreign body, right thigh. Pre-op fluoroscopy did show the drain in an anterolateral position in relation to the thigh. The old incision was opened. The drain, measuring about 2 inches in length, was found between the fascial layers and removed.